Event description:
Philips received a complaint where the customer reported that the system does not invalidate dose when the couch removal tool is moved manually.

Manufacturer narrative:
(B)(4). The investigation determined that the issue is obvious to the user since both the ui (user interface) and the printed hard copy of the plan show the inappropriate couch placement relative to the isodose distribution; it only occurs when the user moves the couch plane after computing dose (which is against pinnacle instructions for use recommendations and is not consistent with normal workflow.) The error can be detected with routine independent monitor unit calculation checking and other dedicated quality assurance measures. The issue has been fixed in pinnacle software 8.0d.